Event description:
Consumer reports two toothbrushes broke during use. Minor injuries (stabbed him on the gums and lip) occurred. If this were to recur there is a potential to cause significant injury - choking hazard.